Event description:
Needle broke off in thigh. Pt who was introduced to novofine 30 disposable needles for turner's syndrome, had a novofine 30 needle break off in their left thigh. At a routine appointment with their endocrinologist, the patient's family member mentioned to the physician that a needle broke off in the patient's thigh after a growth hormone injection two days earlier. The physician examined the patient's thigh, but was unable to palpate the needle, and the area was negative for infection, pain or redness so they ordered an x-ray of the patient's left thigh for later that day. The x-ray results were received in the physician's office and revealed a "linear metallic density in the anteriolateral soft tissue of left proximal thigh - 7mm". The physician also ordered a surgery consult. The surgical consult was performed and the surgeon stated that there is no discrete reason to remove the needle. During the examination a small area (1 x 1.5 cm) of mild ecchymosis was found. The patient felt very minimal tenderness to deep palpation. The surgeon stated that the needle should remain inert, and the ecchymosis should gradually resolve. However, if the needle continues to bother the patient, the surgeon would recommend removal under fluroscopy on an outpatient basis.